Event description:
The customer reported a system error 2240 (air in line) alarm, which occurred on the homechoice (hc) during dwell three of five. The home patient (hp) stated there were no obvious reasons for the system error 2240. The technical service representative (tsr) advised the hp to end therapy. The tsr assisted the hp to end therapy and remove the cassette. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.